Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a hemorrhoidectomy procedure on (B)(6) 2011, the surgeon used the device to sew the tissue, but there was bleeding. The surgeon used hand sewing to pin up to complete the procedure. Five days after the surgery, on (B)(6) 2011, the patient returned to the hospital to test; they found the patient had low blood pressure. Then the surgeon did the surgery and used hand sewing to pin up to complete the procedure. Now the patient is fine. The sample was discarded. Additional information has been requested.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.